Event description:
The account reported the multifocal intraocular lens (iol) was explanted 2 months postoperative due to improper iol power. No patient injury or adverse events.

Manufacturer narrative:
Manufacturing records were reviewed and showed no deviations. Diopter measurement records from this particular lens were verified and showed to be within specifications. This is in compliance with the labeled dioptric power 17.0 diopter. A review of the historical complaint data base revealed that no other complaints from this lot number were received. Our investigation identified no product deficiency suggesting the event was not caused by the lens. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.

Manufacturer narrative:
The intraocular lens has not yet been received for analysis. The lens met all manufacturing specification prior to release. A review of the amo implant database shows the initial implant of 17.0 diopters was replaced with a 21.0 diopter lens of the same model. Our investigation to date suggests this event was not caused by a deficient iol. All pertinent information available to amo has been submitted. Should new information be received that changes the facts and/or conclusion of this report, a supplemental report will be submitted.